Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: ¿ yellow particle observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced with non allergan device.